Event description:
The facility called lfs on february 1, 2010 alleging that the nurse read the pt's blood glucose result upside down using the hospital's ultraeasy meter on (B) (6) 2010. A medical surveillance specialist (mss) sent follow up questions and obtained the following info: it was noted the nurse did not pay attention whether the meter was the correct side up since she did the blood test during an emergency. The pt was already hospitalized for other medical conditions. The nurse misinterpreted the reading to be 052mg/dl instead of 250 mg/dl. Due to the misinterpreted reading, she treated the pt with food and/or drink. It was noted that the pt did not exhibit any symptoms. After she treated the pt with food and/or drink, she retested the pt and obtained a result over 400 mg/dl. She then treated the pt with an unspecified amount of insulin. The reporter was unable/unwilling to answer any further medical f/u questions. The facility mentioned that the ultra easy meters are dangerous and easy to manipulate the readings. They also mentioned that it is not easy especially during emergency situations to verify whether the meter is right side up and in the correct position. They also mentioned that the date and time and unit of measurement (uom) is very small. The product was replaced. The complaint is being reported since the reporter alleged that due to the meter's configuration/usability, the nurse mistreated the pt due to the misinterpretation of the blood glucose reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.